Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic results of "366, 174, 135, 192mg/dl" performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings: the test strips were evaluated and failed for control solution high. The meter passed testing and met specification; pa was unable to duplicate the compliant. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.